Event description:
Ms3 pump malfunction. Serial number: (B)(4) due (B)(6) 2018. Patient had the batteries out of the pump for about 1 week. The settings have been erased. We are shipping out a new pump and will return the malfunctioning pump. No other information known. Dose or amount: 70 ng/kg/min. Frequency: continuous. Route: sub q. Dates of use: from (B)(6) 2018 to ongoing. Diagnosis or reason for use: pah.